Event description:
It was reported that a merlin transmission revealed over sensing causing pacing inhibition on the ventricular lead of a pacemaker dependent patient. The lead also exhibited intermittent loss of capture, high thresholds, high impedance and decreased sensing. The lead was capped and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.